Manufacturer narrative:
Section a2 and a4: unknown/ not provided. Section d6a: if implanted, give date: not applicable, as lens was removed/replaced during the same procedure. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced during the same procedure, section e1. Telephone number, (B)(6) doctor¿s full name - (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
During intraoperative implantation the implanted intraocular lens (iol) became dislodged from the optic and was removed. The procedure was completed successfully using a replacement iol. No patient injury occurred and no unplanned surgical interventions were required. No medications outside the standard of care were prescribed, and no further procedures are planned. The patient outcome is good and the patient remains stable with no additional interventions needed.